Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use and the procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is unable to store images. The review of system log file showed ¿malfunctioning frontal ip-pc¿. Upon functional testing, the fse found that the ippc was not working properly. To resolve this issue, the philips engineer replaced ippc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s image processing computer (ippc) was not booting. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the ippc would not boot and determined it would need to be replaced. After replacing the ipcc, the device was returned to expected functionality.